Event description:
Patient had a previously placed intramedullary (im) nail. Nail had to be replaced due to nonunion. Previous nail, distal and proximal interlock screws, were all broken. All parts were removed and given to a biomedical engineer. A new nail was placed due to nonunion of bone per md. Nail would have been removed if screws were broken or if they were intact, per md. New im nail was placed.